Event description:
The hcp reported that the pt was admitted to the hospital with "classic signs of withdrawal". The pt presented to the emergency room experiencing leg pain, diaphoresis and rapid heart rate. The pt was admitted and the pump was interrogated revealing that a "low reservoir volume alarm was occurring". The pt was also reported to be experiencing decreased blood pressure and increase fever. The pt underwent orthopedic surgery in 2005 and has been taking oral baclofen 40 mg three times a day since 2005. The hcp indicated that the "pt is not getting baclofen and the catheter is not where it should be". The manufacturer's rep reported that the pt had "an infection" in 2005 unrelated to the device. The pt had a significant decrease in blood count". A follow-up report will be sent when additional information becomes available.